Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on both leads. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
It was reported that on (B)(6) 2024 surgical intervention occurred to explant and replace the device to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.